Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net device transmission with an inappropriate ams episode. Upon investigation, it was noted the implantable cardiac defibrillator was far r-wave over-sensing. Programming changes were discussed but no intervention was performed. The patient was stable throughout the event.